Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The male patient received a 3.5 x 28mm cypher select stent in the proximal left anterior descending (lad). The lesion was a type c lesion with 80% stenosis. The patient was hospitalized with melena four days post index procedure. During the one-month follow up, the patient had a non-q wave myocardial infarction (mi) and had a blood transfusion. The patient had a re-ptca of the proximal circumflex due to 90% stenosis.